Manufacturer narrative:
(B)(4) date sent: 1/17/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the sales rep confirmed that the device stapled and cut 10-15 mm and then the blade just returned automatically when the firing trigger was released as if the firing had been completed; the surgeon did not have to use the reverse button.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device was introduced with a gst60w to staple the round and broad ligament. Once the tissue was grasped the safety was taken off and the trigger was held down. The staples in the device only advanced about 10-15 mm. The trigger was released and the blade returned back and the jaw was opened. Another gst60w reload was opened and the exact same thing happened. Sales rep advised that they remove the device from the field and open another one, which they did. Another like device was opened with another gst60w reload and the case was completed with no patient adverse events.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Shrouds were removed to inspected switches. No issues found. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.